Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2018, the peg tube fell out of the patient¿s stoma site because the internal bolster detached and went into the patient¿s small bowel. A new endovive safety peg kit push method was placed. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that the internal bolster was detached from the tube and was not returned, confirming the complaint. The tube does not appear to be damaged. Neither the physician nor the patient reported any issues or complications with the device that could have caused or contributed to the event. Based on all gathered information, it is unknown how the internal bolster detached from the tube. Therefore, the complaint investigation conclusion code selected is component (unknown cause). A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive¿ safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2018, the peg tube fell out of the patient¿s stoma site because the internal bolster detached and went into the patient¿s small bowel. A new endovive¿ safety peg kit push method was placed. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be fine.